Event description:
The customer tested her blood glucose using her contour meter and received a reading of 88 mg/dl. She retested using another meter and received a reading of 227 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent but no strips expected to be returned.